Event description:
The customer reported there is a white line displayed in the center of the monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimator. System operates as intended.